Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) after almost fainting. It was noted that the patients heartrate was in the 20 beats per minute range. The patient was referred to their physician for evaluation. The device remains in service. No adverse patient effects were reported.